Event description:
The customer reported that the pt's record was incorrectly updated because the customer had the wrong pt ID in aria on a manually created pt. No serious injury to the pt was reported. No other pt data was included in the report.

Manufacturer narrative:
The investigation confirmed the event is related to human/equipment interfacing: user training deficiency. There is an agreement between varian and customer site that external ID would be always unique. However, an unk error at customer end led to the creation of duplicate external ID. The following root cause was identified: error in third party provided unique ID data. It happened after the initial software installation, at a later point of time. Limited matching choices provided by the customer site. Pt data import from external databases, that match pt files by first name, last name and non-unique external ID, can lead to a mismatch of pt data files. If incorrect pt data history is used as the basis for the treating physician's treatment plan, suboptimal treatment could result. Most serious scenario would be the use of a lower prescribed dose or partial treatment of known disease, based on the incorrect history that treatment had been previously delivered. Most likely, under dose of the target volume could result in loss of tumor control, leading to disease progression, requiring medical intervention. This is the first complaint reported on this rare workflow. In this case no pt injury reported. However, this type of complaint will be monitored for recurrence. No add'l f/u to this MDR is expected.